Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has passed away. There is no allegation that the device contributed to the patient's death. Please note: there was no allegation of foam particles in reference to this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Update: section h - (device) problem code grid: changed coding to "adverse event without identified device or use problem". Remedial action init: updated to not applicable. Recall number: updated to not applicable.

Manufacturer narrative:
This report was submitted for the dreamstation humidifier. The base device associated with this humidifier is reported under MDR 2518422-2023-24427. At this time of investigation, it has been determined that all reporting activities will be carried out in MDR 2518422-2023-24427. Based on the information available at this time of review, it is not reportable to any regulatory agencies.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient has passed away. There is no allegation that the device contributed to the patient's death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Dreamstation st30 reported in ra 316554781. H3 other text: device not returned to the manufacturer.